Manufacturer narrative:
(B)(6).

Event description:
It was reported that coil protruded from the catheter tip during removal. The target lesion area was located a moderately tortuous abdominal artery. A 5mm x 15cm 2d interlock embolic was selected for use. During the procedure, the coil prematurely detached inside the microcatheter. Subsequently, the coil was removed together with the microcatheter and it was noted protruding from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported.